Event description:
It was reported that the rv sensing was unstable. The sense/ pace portion of the lead was capped and replaced. The defib portion of rv lead remains active.

Event description:
It was reported that a snap shunt disconnection was retrospectively confirmed by reviewing an operative report. The pt had come in 8 months ago for a shunt malfunction. It was apparent that the shunt had broken off at the attachment of the ventricular catheter to the reservoir dome, and the catheter was lodged in the brain. The catheter was removed.

Manufacturer narrative:
Analysis found that the lead insulation was abraded in multiple places, due to friction with the ICD can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.